Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same patient (reference 1825034-2016-03101 / 03103). Device remains implanted,

Event description:
Patient's legal counsel reported patient allegations of pain, lack of mobility, metal poisoning, metallosis, osteolysis, and development of pseudotumors from metal debris approximately five years post-implantation in the patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event of metallosis and elevated ion levels was confirmed by review of revision operative notes and medical records. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's legal counsel reported revision due to pain, lack of mobility, metal poisoning, metallosis, osteolysis, and development of pseudotumors from metal debris approximately seven (7) years post-implantation in the patient's right hip. Additional information received through review of revision operative report indicated a small amount of slightly white fluid discovered within the joint. Tissues were pink or very slightly brown tinged. There were no scratches on trunnion or inner aspect of the ball. There appeared to be a slight amount of nicking of the posterior rim of the acetabulum but this was very minimal. Range of motion, stability, soft tissue tension, leg length appeared to be excellent. Surgeon states no complications were encountered.